Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a detachment occurred. The opticross imaging catheter was selected for use. During test imaging outside the patient, the catheter separated. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that a detachment occurred. The opticross imaging catheter was selected for use. During test imaging outside the patient, the catheter separated. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the imaging window detached near the lapjoint section and a catheter kink. Microscopic inspection did not note any damage consistent with saline exposure post-use of the device.